Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect balloon was returned to the manufacturer for analysis. The balloon was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in sinus balloon procedure, the surgeon reported a 3mm imprecision when using three separate balloons. The surgeon reported that separate instruments were used for navigation to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.